Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that the atomizer failed to produce an aerosol mist when she used the ez breathe atomizer to relieve her breathing distress. Due to the device's failure, the pt added that she was hospitalized. Multiple attempts were made to contact the telephone; however, all attempts were unsuccessful at this time.